Manufacturer narrative:
Additional information: as the device in question was not returned by the customer, a physical examination of the product could not be conducted. Nevertheless, all available information has been thoroughly reviewed. Based on an investigation of the reported malfunction conducted in japan, it has been determined that the root cause is attributable to user-related factors. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, during surgery, the product's field of view was obscured, rendering it unusable. Although anesthesia was administered, the procedure could not be performed, necessitating a rescheduled surgery at a later date. No death or (unanticipated) serious deterioration in state of health reported. Due to the abortion and postponement of the procedure after the patient was already under anesthesia, the case deemed reportable.